Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 16, 2021.

Manufacturer narrative:
This report is submitted on oct 11, 2021.

Event description:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2021. The abutment was removed during the same surgery.